Event description:
It was reported that by the follow-up there was no telemetry contact possible with the n'vision or the patient programmer. The patient had a loss of therapeutic effect. An attempt to interrogate the device while intraoperative was not successful. The device was explanted and replaced. Therapy was working for the patient after replacement.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.